Manufacturer narrative:
Quality control (qc) prior to and after both events was within laboratory established ranges. Na qc did show imprecision with high recovery after the event. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. On (B)(4) 2013, the fse performed a preventive maintenance (pm) procedure which included ionized selective electrode (ise) flowcell rebuild/clean. The fse also replaced the electrodes which the fse indicated that did not really make a difference in the calibration numbers. The fse returned on (B)(4) 2013 (due to the additional event on (B)(6) 2013) and replaced the modular chemistry (mc) sample probe and the mc sample probe wash collar. The fse also performed the applicable probe alignments. Ise health checks passed within specifications. Failure mode is unknown. It is related to either the mc probe or alignment of the probe. MDR 2050012-2013-00350 is related to this event which documents the results obtained on (B)(6) 2013.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer generated false high sodium (na) and/or chloride (cl) results on two (2) separate days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013. The customer provided one (1) verbal example of an na result that originally gave a value of 146 mmol/l that was 141 mmol/l upon repeat. The cl was originally 111 mmol/l, and 102 mmol/l upon repeat. No other data was provided for this date. It is unknown if the repeated results were obtained on a different instrument. The original false high results were not reported out of the laboratory. The repeated results were reported. Patient treatment was not impacted as a result of this event.